Manufacturer narrative:
(B)(4). It was reported that the patient underwent an anterior bilateral iliococcygeal fixation with mesh placement, anterior colporrhaphy and cystoscopy on (B)(6) 2007. The patient underwent a mesh removal surgery on (B)(6) 2011.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2012 by (B)(6) at (B)(6).